Event description:
A discordant, falsely high carbemezepine (crbm) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and an alternate instrument and both resulted as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high crbm result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely high crbm result is unknown, as the sample resulted as expected upon repeat testing. The instrument is performing within specifications no further evaluation of the device is required.